Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported inconsistent readings after changing the dexcom g7 continuous glucose monitoring (cgm) sensor, with the ilet showing 44 mg/dl. After eating breakfast without announcing the meal, the user¿s blood glucose (bg) rose to 312 mg/dl. The agent explained the importance of announcing meals to allow timely insulin delivery and advised using the 15/15 rule for treating lows before announcing meals. At the end of the call, bg was 297 mg/dl and trending down. The highest blood glucose (bg) recorded was 312 mg/dl. Bg was corrected through the ilet¿s corrective algorithm. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.